Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This implantable defibrillation lead was surgically abandoned due to increasing shock lead impedance measurements. The shock impedance measurement for this lead was 150 ohms at the time of lead revision. It was unknown what caused these high, out-of-range shock impedance measurements. No additional adverse patient effects were reported.